Manufacturer narrative:
(B)(4). Attempts to obtain additional product issue details were unsuccessful and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient experienced an arrhythmia that appeared to be supra ventricular tachycardia (svt), therapy was exhausted and the patient was taken to the emergency room. The episode occurred in the vf zone, which had a rate cut off of 220 bpm. The rate of the episode was 220-230 bpm. The patient was in sinus rhythm when the device was interrogated and all device testing was normal. The caller stated that the patient never passed out and spontaneously converted on her own. No adverse patient effects were reported.